Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed two devices were each returned with the s&n patient chart-stik labels with the batch number of the complaint on them. Device one, the t1, t2, and suture were not returned. The needle assembly is bent. Bio debris is present. Device two, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator cycled to the tip, returning to the pre-t2 position, then cycled the t2 off the needle, and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an unintended actuation of the device or an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscal repair, two (2) fast-fix 350 failed. The procedure was resumed, with a delay of less than 30 minutes, using a similar sn back-up device. No further complications were reported. The actuator was found in the pre-t1/post-t2 position.